Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm during testing and unable to download. Unable to determine the root cause, problem isolated to electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 14 mmol/l and corrected with insulin pump. The insulin pump will be returned for analysis.